Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during the implant procedure lead insertion difficulty was encountered with this device. This was resolved before pocket closure. No adverse patient effects were reported. The device remains implanted.